Event description:
It was reported the patient is experiencing pain and tenderness at the ipg site. As a result, the patient is requesting the system to be removed. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the ipg was explanted. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.